Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that filling/aspiration difficulties occurred. In terms of the filling difficulty, they were unable to infuse and in terms of the aspiration issue, they were unable to aspirate. Diagnostic testing or troubleshooting had consisted of a dye study. Actions required as a result of the event included replacement. The cause of the product issue was determined; a clogged catheter. It was noted there were no patient symptoms or complications associated with the event. The catheters would not be returned as the customer discarded them. The patient¿s status at the time of the event was listed as ¿alive ¿ no injury¿. The device system was used to deliver dilaudid. It was further reported it appeared the entire spinal segment was clogged. It was unknown where the pump segment was clogged. No further information was provided.